Event description:
It was reported that smoke was coming from the connection area between the saw base and the battery. The saw was removed from svc. There was no pt involvement or adverse consequences related to this event. Additional info has been requested from the account.

Manufacturer narrative:
Additional info was requested from the customer. This record will be updated when further info is obtained and the investigation is completed.